Event description:
Customer reports that he tested 98mg/dl but had low blood glucose symptoms. He reports that 10 minutes later he tested 60mg/dl on the same device. The paramedics were called and while waiting for them to arrive, customer drank pop and ate candy. Customer reports that he tested 60mg/dl on the paramedics device 15 minutes later. He ate a sandwich at the paramedic's request. No quality controls were used. Requested return of suspect device and replacement was sent.